Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm and no blank display noted. The insulin pump passed displacement test, operating currents, self test and off no power test. The insulin pump has minor scratched display window, cracked case at display window corner, cracked reservoir tube lip.

Event description:
It was reported that the customer had a blank display and a button error alarm on the insulin pump. Customer had the pump replaced 3 months ago. Customer's mother stated that she took out the battery and let the pump rest and tried it again. However, the alarm was not cleared. Customer's blood glucose level was 6.2 mmol/l. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.